Event description:
It was reported that several physicians have encountered an ongoing issue of catheter occlusion prior to injecting contrast media for a left ventricular angiogram. One of the physician's reported an "immediate drop in pressure upon placing the pigtail in the ventricle." Pt's status is "unk."